Event description:
During a follow-up in clinic, the right atrial (ra) lead was noted to be dislodged. The lead was explanted and replaced, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection found the helix to be retracted and clogged with blood and tissue. The steroid plug was missing not returned for analysis. It was impossible to measure the helix extension length since the helix was damaged during analysis. The reported event of dislodgement could not be confirmed.